Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. According to the clinical, six hours after beginning impella rp support, a placement signal not reliable alarm appeared. No attempts were made to resolve the issue, and the patient continued on support. No product was returned for a visual inspection. Data log analysis confirmed multiple placement signal not reliable alarms throughout support. Motor current was trending down along with flow as the placement signal is trending up. The optical sensor appears to be going negative in these suction conditions, as the central venous pressure and signal-to-noise ratio trended down. There does not appear to be a hard failure of the optical sensor. Based on the data log analysis, the most likely cause of the optical signal issue was patient condition related. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had an impella rp placed for support. The rp had lost placement signal after two days of support. Audio was disabled. An aorta rip and chest bleeding were also noted. Platelets, fresh frozen plasma (ffp), blood, kcentra, and factor 7 were given to help with the bleeding. The decision was made to withdraw care, and the patient expired.